Manufacturer narrative:
Reported event of the set screw being unable to tighten with the torque wrench was not confirmed. Analysis revealed that the setscrew was normal and undamaged, and the leads could be inserted fully and tightened without issue, as well as able to be removed with normal force. The wrench fully inserts into the setscrew and engages the setscrew inset and untightens the setscrew. Electrical analysis was normal. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pulse generator's set screw could not be tightened despite multiple attempts. The pulse generator was not used, and a new pulse generator was implanted. The patient was in stable condition.